Event description:
A barostim system was implanted on (B)(6) 2024, and the device was last titrated on (B)(6) 2025. Since approximately (B)(6) 2025, the patient experienced hypotension and weakness. The patient was hospitalized from approximately (B)(6) 2025. Multiple changes were made to their medications. A barostim assessment occurred on (B)(6) 2025, and it was found that the system was out of compliance. Barostim therapy was decreased, the system passed compliance, and the patient's blood pressure and heart rate improved. A follow-up appointment was scheduled for the week of (B)(6) 2025.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Manufacturer narrative:
Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024, and the device was last titrated on (B)(6) 2025. Since approximately (B)(6) 2025, the patient experienced hypotension and weakness. The patient was hospitalized from approximately (B)(6) 2025. Multiple changes were made to their medications and it was confirmed no stroke occurred. A barostim assessment occurred on (B)(6) 2025, and it was found that the system was out of compliance. Barostim therapy was decreased, the system passed compliance, and the patient's blood pressure and heart rate improved. A follow-up appointment was scheduled for the week of (B)(6) 2025.